Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, "alarming door open" was not reproduced. A review of the event history log revealed "shut door - power off" messages. A "shut door - power off" message can occur as part of expected pump function if the user attempts to power off the pump prior to closing the door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed door open. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.